Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 hematology analyzer had a blood leak in the needle bellows. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, face protection, scrubs, and shoes with socks and covers. The customer did not come in contact with the fluid. There was no report of exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. The laboratory has an exposure control/risk management plan in place. There instrument was not in use at the time of this event. The operator had previously been analyzing samples in the auto mode. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The needle bellows assembly may have the presence of blood, controls and diluent while in operation and cleaner while in shutdown. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse inspected the instrument and found the bellows not draining and a system overflow into the bottom of the unit near the needle assembly. Check valve in line to the diff waste chamber had a clot in it, resulting in no vacuum to the bellows drain or needle rinse. Per design, the overflow is to drain out into a tray. Too much drainage ends up in the bottom of the instrument. The check valve was replaced and the unit was cleaned with bleach solution to remove the diluent and blood spilled into the bottom of the unit. The service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause of the leak was a clot in check valve in line to the diff waste chamber. (B)(4).